Event description:
A revision surgery occurred on (B)(6) 2019, approximately two months after the primary surgery ((B)(6) 2019). According to the surgeon, the patient had a history of shoulder dislocations prior to the primary surgery. After the primary surgery, the patient fell, causing dislocation. The surgeon explanted the 36/+6 standard humeral cup and replaced it with a 36/+9 standard humeral cup.